Event description:
On (B)(6) 2014, it was reported that ever since implant, the patient had been unable to sleep on his back due to the pain. The implantable neurostimulator (ins) was implanted in the left buttocks. It was noted that he also just broke his hip so he had a double reason for not wanting to sleep on that side. It was so uncomfortable that he was considering having it moved. Battery longevity was reviewed and the battery was stated to be doing fine. Follow-up was performed to determine if the patient had received any assistance with the issue and if he had any further concerns. This event will be updated if additional information is received. On (B)(6) 2014, it was reported that the patient was still having concerns with their device or therapy but they were working with their doctor or a manufacturer representative. An appointment date of (B)(6) 2015 was noted and the patient noted a device battery location issue. On 2022-03-28, additional information was received from the patient. It was reported that the doctor the pt had at the (B)(6) put the ins in the pts buttocks' but the pt wanted the ins in their ribs/chest since it felt more comfortable than the hip because when the pt sat down it was painful, so that's when the pt had the ins battery moved. That caused the ins to charge better. It noted that happened probably 2 years after in 2014 or 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3987a60, lot#: n316275, implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial#: (B)(4), product type: programmer, patient. Product ID: 37754, serial#: (B)(4), product type: recharger. Product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3987a60; lot# n316275; implanted: (B)(6) 2013; product type lead product ID 37746 ; serial# (B)(6); product type programmer. Patient product ID 37754; serial# (B)(6); product type recharger. Product ID 3708360; serial# (B)(6); implanted: (B)(6) 2013; product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.